Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Prior to contacting tandem customer technical support (cts), the customer unsuccessfully attempted to perform a load process and insulin was seen stopping near the end of the tube. Cts recommended to change the cartridge and infusion set.